Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The ra and rv lead were explanted, and the ra lead was replaced only and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.